Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during the last fill on the home choice (hc). The home patient (hp) had two bags connected and the unused clamp were open. The hp cycled the power. The hp believed he was in last fill (lf). There was air in all the lines but the patient line. The alarm cleared. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the labeling to be adequate for the use/user error identified in this incident.